Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. A CAPA determination request has been initiated. The additional evaluation visual inspection revealed that the measurable dimensions were checked and found to be in compliance with the technical drawings and specifications. Our investigations show the golden tulip of the screw is not properly seated. No product fault could be detected.

Event description:
It was reported that the screw was placed into the pedicle at a steep angle which required some force between the screw and the screwdriver shaft. Once the screw was seated, it was then driven further into the bone and backed out as it had gone too deeply into the pedicle. The screw was removed and replaced. This is report 1 of 1 for complaint (B)(4).